Event description:
It was reported the lead broke on the entry of the forearm due to the tissue on (B)(6) 2022. Another lead was used to address the issue.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available. Rationale: DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria for each level build. Based on the investigation performed, there is no indication there is an escape from manufacturing and therefore the complaint cannot be confirmed to be a plano neuromodulation manufacturing related event. The unit is not being returned. Conclusion: the report event of high impedance was not confirmed. As received, resistance testing showed the returned lead all channels passed isolation resistance testing. The cause of the reported event remains unknown.